Manufacturer narrative:
(B)(4). The facility has reported that the device is not available for investigation. An attempt to duplicate the failure mode was made but without satisfactory results if defective samples become available at a later date, this complaint will be updated accordingly. A complaint history review was conducted on the catalog number in question from (B)(6)2016 to (B)(6) 2017. No complaints were received in this range with the same issue. The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample to perform a proper investigation and to determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: aspirating drain with system. Failure of the system including noise and absence of aspiration while the drain is permeable, and the pipes and aspiration are functional. Pneumothorax, respiratory failure while drain is in place. The patient's condition was reported as fine. According to additional information provided by the hospital the pleur-evac sahara simple is suspected to have played a role in the occurrence of the incident and put the patient at risk.